Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. It was reported that the imaging system required gain calibrations to be performed. The site staff performed this calibration and the issue was resolved. No parts were replaced on the system, and no formal inspection is required by medtronic personnel. The system is functioning normally.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system produced images that displayed a ring-shaped artifact. The images were still able to be used for the procedure, and the procedure was completed successfully. There was reportedly no delay to the procedure because of this issue, and the patient was not impacted.